Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart, self test, displacement test. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion or excessive no delivery tests due to the prime/fill anomaly. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call that insulin squirts out of the insulin pump during manual prime and cannot continue the prime process. The customer indicated that their blood glucose level was unknown at the time of incident. Customer was advised that the device would be replaced and agreed to return the product for analysis.